Event description:
During the trial procedure, the doctor placed the percutaneous lead, but all contacts exhibited invalid impedances. All connections were rechecked, different electrodes were used for programming, and the doctor moved the lead to no avail. The doctor used a new percutaneous lead and it exhibited normal impedances.

Manufacturer narrative:
Eval: results: the product was received complete. The lead was visually examined under a microscope and no visual anomalies were noted. The lead was tested and passed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.